Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the elevator inner seat tube. Reports received are client remains in seating during transport in vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Material and structural testing was performed at the parent company in 2011 and a change in the design of the part was done which improved quality and durability of the seat post area. It was reported the affected component was replaced with the revised version and the device returned to the end-user. No further reports have been noted regarding this event. The DHR for this device was reviewed and there isn't any history of previous service having been performed on this unit.

Event description:
Received report that as client was in seating of his c500, he was noted to start leaning to one side. Reports are the upper plate of the seat elevator started to separate from the inner tube allowing the seating to lean to one side. Client was removed from the seating and service was performed. No injury was reported to have occurred as a result of this reported event.